Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device seized but broke-free during pre-test. Therefore, the reported condition was confirmed. It was determined that the coupling shaft and bearings were corroded. The assignable root cause was determined to be due to improper cleaning/care methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during in-service, it was observed that the attachment device was frozen and not functioning. It was not reported if there were any delays in a surgical procedure. A spare device was available. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.